Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm during an attempted bolus delivery. Customer's blood glucose was 230 mg/dl. Customer stated the alarm was resolved by a complete set change. It was found the customer would experience high blood glucose due to the no delivery alarms. Customer also stated the no delivery alarm would not be prompted when there was 20 to 40 units of insulin remaining in the reservoir, but the customer was unable to receive insulin. It was also found the customer experienced a low blood glucose of 55 mg/dl. Customer was disconnected from the call due to low battery on their phone. No additional information provided.